Event description:
Complainant alleged that the medics were responding to a call for an unconscious pt who had been found down on the floor, and who was not breathing, apneic, and with no pulse. The pt had collapsed while cleaning the home of the individual living at the address. Upon the fire dept's arrival, CPR was being conducted on the pt by the homeowner. The pt exhibited cyanosis around their nose and mouth, the pupils were dilated to 5-6mm, with no repsonse in the pupils. The fire dept reported that all pt vital signs were absent, and that although the pt's color improved once oxygen was applied, no other change was noted. Upon the medics arrival, the fire dept was administering CPR on the pt. The medics then assumed care of the pt. The pt was rolled onto their side, a stat pad multi-function electrode was placed on their back. The anterior pad was then placed on the pt's chest. The monitor then indicated that the pt was presenting an asystole heart rhythm. "Chest compressions were then continued with direct pressure on the front pad." The monitor continued to indicated that the pt was presenting an asystole heart rhythm. The pt was then intubated. The pt had no pulse unless CPR was continued. The medics administered 2mg of epinephrine to the pt. The medic then attempted to print a recorder strip of the pt's heart rhythm, but the device displayed a "poor pad contact" error message. The anterior pad was secured to the pt. The pt continued to present an asystole heart rhythm. The pt was then transported to the hosp emergency room, while CPR was continued. In addition, the pt was administered 1mg epinephrine and .5mg atropine. Upon the medics arrival at the ER, the medic stopped CPR and observed that the pt was presenting a ventricular fibrillation heart rhythm. The device was charged to 200 joules, but when they attempted to discharge the device, it displayed a "poor pad contact" message. The medics then surrendered care of the pt to the ER. When pt CPR was stopped, the medics observed that the posterior pad was folded in half and only half of the pad was secured to the pt. The medic then performed testing on the device. The device discharged a 30 joule shock, and gave a "test ok" message. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. Please reference medwatch report numbers 1220908-2000-01197 and 1220908-2000-01198, which documents two different and separate malfunctions that occurred with this same device. The m series operator's guide, instructs the user that "the messages "check pads" and "poor pad contact" will be alternately displayed and energy will not be delivered if the mfe pads are not making good contact with the pt." In addition, the stat pads multi-function electrode package warns the user, "poor adherence and/or air under the electrodes could lead to arcing or skin burns." The insert also warns the user, "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns.